Event description:
A smartsite low sorbing infusion set was being used for an erbitux infusion. The line was primed with saline. Immediately after priming the pump was started, and patient noticed small amount of wetness/liquid on his shoulder. The nurse was at the chair-side, and stopped the pump immediately. The nurse noted leaking around the joint at the y-site connector at the peripheral end of the infusion set. When disconnecting the tubing from the patient, the tubing connector completely separated.device #1is this a laboratory device or laboratory test?no.